Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV tubing set separated while the rn was expelling air from the line. After fifteen minutes into the infusion of rituximab at a rate of 100 ml/ hr, the pump alarmed for air-in-line. The rn removed the IV tubing from the channel, clamped the roller clamp, and gently flicked the tubing to advance air bubbles further down the tubing, the tubing came apart just above the blue safety clamp. It was noted that the tubing was loaded correctly. There was no patient impact.

Manufacturer narrative:
Additional information added; d.4; & h.4. No product will be returned per customer. The customer complaint that the tubing came separated while trying to remove air in line could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the IV tubing set separated while the rn was expelling air from the line. After fifteen minutes into the infusion of rituximab at a rate of 100 ml/ hr, the pump alarmed for air-in-line. The rn removed the IV tubing from the channel, clamped the roller clamp, and gently flicked the tubing to advance air bubbles further down the tubing, the tubing came apart just above the blue safety clamp. It was noted that the tubing was loaded correctly. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.